Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks and gouges consistent with use of the instrument. Further analysis indicated that overload failure or low cycle fatigue resulted in the fracture of the device. Review of the device history records was not performed. The root cause of the reported issue was due to repeated use of the instrument for it's 5-year field life, which causes wear and tear and led to the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a.

Event description:
It was reported that during an initial tka, the surgeon was attempting to impact the tibia, and the impactor fractured. No impact to the patient has been reported. Attempts have been made and no further information has been provided.